Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: (B)(6). Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing nauseous during programming following a trial procedure. The patient's heart rate and blood pressure was dropping as what was indicating in the cardiac monitor. The patient was bradycardic, hypotensive and pale. The patient had immediate clinical intervention and the patient was stable. The patient had a crushing chest pain few days prior to the procedure and the physician believed that the patient's adverse symptoms were not device related. The patient's trial spinal cord stimulator (scs) leads were explanted and the patient was stable but currently admitted to the hospital. The explanted devices were discarded by the medical facility and will not be returned.